Manufacturer narrative:
B3: event date is year valid continuation of d10: product ID 97745. Serial# (B)(6). Product type programmer, patient product ID 9 7745ac. Product type accessory product ID 97745bp. Serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). ; product ID: 97745ac. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported their controller was unresponsive and they couldn't recharge the controller since about a week ago. Agent helped the patient perform a reset of the controller and had the pt plug the controller into the wall without the li battery pack but the screen wouldn't turn on. Pt tried a different outlet and they saw the "batteries empty, cannot continue, replace the controller batteries" message when the controller was plugged into the wall without any li battery pack nor aa batteries. No damage to the controller battery pins or li battery pack contacts. The issue was not resolved. Pt noted they received a replacement li battery pack in the past and they were on the second one. An email was sent to the repair department to replace the controller. Patient (pt) called back stating they received the replacement controller today and they are still having issues with the equipment. Controller is not taking a charge. Confirmed controller powers on with aa alkaline batteries. Had them remove battery pack, plug controller into the power supply cord and the screen did not power on. Confirmed green light on the ac adaptor. Agent had them try again to unplug and reinsert the ac power supply into the controller port and still no power on the screen. Agent sent email to repair to replace the ac power supply. Pt called back because they received the replacement controller and ac power supply, but they still couldn't recharge the controller battery.agent discovered they were still using their old controller instead of the replacement controller. Agent had the pt plug the replacement controller into the wall without the li battery pack and the controller screen turned on. Agent had the pt re-insert the lithium battery pack and confirmed the controller battery was recharging. Pt unlocked the controller and saw the controller battery was at 0%. Agent reviewed the external equipment was functioning as intended and suggested the pt fully recharge the controller battery and then recharge the ins battery. Pt called back and said the last agent wouldn't listen to them when they tried to explain that their controller battery wouldn't take a charge after having both ac power and controller replaced. Pt confirmed they were using replacement controller and ac power cord, and said they labelled them with stickers (agent confirmed serial as well). Pt reported they tried to charge controller, and green light would flash for a few minutes as if was charging, then would stop and go blank, no progressing the charging of li battery further. Pt said they weren't able to get controller charged past 20%, and everything had disappeared/gone blank at least 4 times now. Pt understood screen goes blank after no interaction; said this was different because everything stopped including lights. Pt said a screen said 'please wait' at one point before going blank. A replacement battery pack was sent to the patient.